Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Analysis was unable to continue testing due to motor error alarm. They were also unable to confirm motor position encoder error alarm due to several displayable history check failed on startup alarms noted in alarm history screen. Displayable history check failed on startup alarm noted due to corrupted history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, no delivery alarm, and experiencing low blood glucose. The blood glucose at the time of the incident was 67 mg/dl. The customer sates the insulin pump alarmed no delivery. The customer state she was in the process of having an MRI. She was informed the machine was not on, but the customer feels it was exposed to a high magnetic field. During troubleshooting the call was disconnected. The customer was called back to complete the troubleshooting. The insulin pump was not exposed to a high magnetic field. However the customer history was reviewed and noted motor position encoder error. The device will be returned for analysis.